Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to flu symptoms, diabetes ketoacidosis, high blood glucose of 600mg/d, and the blood glucose kept reading "high." The caller stated that the customer was throwing up and dehydrated. The mother stated that the customer woke up one morning and her stomach hurt, then she changed the site, but her glucose continued being high and the mother took her to the hospital. No further information was provided.